Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used for endoscope reprocessing on an unknown date. During endoscope reprocessing, the channel brush broke off inside the scope. The detached brush was successfully pushed out with a new brush. Another of the same hedgehog double-end brush was used to complete the endoscope reprocessing. There was no patient involvement with this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. This is a non-sterile device with no expiration date. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used for endoscope reprocessing on an unknown date. During endoscope reprocessing, the channel brush broke off inside the scope. The detached brush was successfully pushed out with a new brush. Another of the same hedgehog double-end brush was used to complete the endoscope reprocessing. There was no patient involvement with this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4: this is a non-sterile device with no expiration date. Block h6: device code a0401 captures the reportable event of brush head detached . Block h10: investigation results one hedgehog double-end brush was received for analysis. A visual analysis was performed and it was found that the brush head detached from the bond location with the catheter together with the handle. There were no breaks to the catheter that could have contributed to the detachment and no section of catheter remaining inside the detached brush head, which indicates that the brush head did not break off. No other issues was found. The reported problem was confirmed; however the brush detached together with the handle. Based on all gathered information, this is a known potential manufacturing defect. The investigation states that the failure may occur if glue is misapplied to the exterior of the handle and not at the depth of 1.2 cm. The most probable cause is manufacturing deficiency. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.